Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they went to hospital due to high blood glucose of 587 mg/dl as well as insulin pump was not working. Customer¿s current blood glucose is 225 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis